Event description:
A family member of a patient contacted stryker to report that the device used on the patient gave inaccurate readings to the healthcare providers. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in this event is deceased, a clinical review will be done to evaluate device contribution.

Manufacturer narrative:
A clinical review was conducted and device contribution is unknown. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The patient's family member provided printouts of the device files. The device information has been update. Another clinical review was completed based off the printouts, and it was determined device use did not contribute to the patient's outcome. The device was not returned to stryker for evaluation. The reported inaccuracy of the device could not be verified or duplicated, and the cause of the reported issue could not be determined. The device remains with the customer.

Event description:
A family member of a patient contacted stryker to report that the device used on the patient gave inaccurate readings to the healthcare providers. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in this event is deceased, a clinical review will be done to evaluate device contribution.